Event description:
It was reported that patient presented for an implant procedure. During the procedure, it was observed that lead exhibited high and out of range pacing impedance. The lead was not used, and a new lead was implanted. The patient condition was stable.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. Lead was returned with the helix found retracted and clogged with blood/ tissue. Electrical testing was normal. Visual and x-ray examinations of the lead did not find any anomalies.